Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site due to the location of the implant. Surgical intervention was undertaken in (B)(6) 2016 (exact date not provided) and the ipg pocket site was revised. Device information was requested, but has yet to be provided to the manufacturer.